Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported issue. The smart cable would produce an intermittent image whenever the cable was manipulated. Since the customer's glidescope spectrum smart cable had been replaced the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image would disappear intermittently when the cable near the connector was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.